Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: were the straps not adhering to the mesh or were the straps not deploying resulting in not being able to tack mesh into tissue? The device did not consistently go through the mesh and the ones that did penetrate the mesh did not adhere to the tissue. What is meant by "the device fell out"? After several tacks were applied and it had appeared they were secure and the grasper that was helping hold the mesh up was removed. The mesh then just fell off of the abdominal wall. At that point the few tacks that did adhere (four or five) were removed and the mesh was then removed as well. The device was returned in good condition; no visual damages were presented on the returned device. Functional test was conducted successfully, the device worked as intended. The provided device was fully dispensed prior to analyst receipt. No straps were found inside cannula spindle. No abnormalities were noted on internal device components.

Event description:
It was reported that the patient underwent a robotic ventral hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the device did not consistently go through the mesh and the ones that did penetrate the mesh did not adhere to the tissue. As also reported, after tacks were applied, it had appeared they were secure. When the grasper that was helping to hold a mesh was removed, the mesh just fell of the abdominal wall. Another like device was used to complete the procedure. There were no patient consequences reported.